Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10j25088 and h10j17507 with no issues noted during the manufacturing process. This complaint for a report of peritonitis is confirmed because it was reported that the patient had touch contamination, which is a break in aseptic technique, which is a use error that can cause peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient made mistake/touch contamination and peritonitis coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis when he went for catheter replacement surgery. The patient was not hospitalized for the peritonitis. On (B)(6) 2011, the patient was treated with unspecified antibiotics for five weeks. The outcome for the made mistake/touch contamination was not reported and the peritonitis was recovering. Action taken with dianeal therapy was not reported. The nurse stated the peritonitis was not related to dianeal therapy. The consumer stated that peritonitis was due to the patient made mistake/touch contamination. An opinion of causality was not reported for the patient made mistake/touch contamination. Concomitant medications were not reported.